Event description:
It was reported to medtronic minimed that the customer experienced the pump device was over heated the battery and melted it, the insulin pump in use leading up to the hospitalization, and high blood glucose. The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia, skin inflammation/ irritation, burn(s) treated with insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit, and other. The event involved product(s) mmt-332a, mmt-397a, and mmt-1780kpk. Troubleshooting was performed, and the issue was not resolved. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. Product return was requested for mmt-1780kpk. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis for investigation. If the restrictions are lifted or additional information otherwise becomes available, the investigation will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.